Event description:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to pain, non-union and a broken plate. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to pain, non-union and a broken plate. No other patient outcomes were reported as a result of this event. Additional information indicates that the patient was non-compliant with post-op protocols. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information and without return of the device, the broken plate was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the nonunion. The company will supplement the MDR as necessary and appropriate.